Event description:
It was reported that the catheter could not provide cardiac output (co) measurements. No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation. No syringe, introducer or contamination shield was returned. The complaint of co measurement issue was not confirmed, however, leakage from a cut in the catheter body was found. The balloon inflated but failed to maintain inflation due to the leakage. The cut measured 0.07" in length and was found at approximately the 25cm area on the catheter body. Leakage was also found in the pa distal lumen through the same cut at the 25 cm area. The proximal injectate lumen was patent without any leakage or occlusion. The thermistor was found to read 36.9 c when submerged into a 37.1 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuit were continuous, and there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit was within specifications measuring 38.43 ohms. Both the thermistor and the thermal filament connectors were opened and no visible inconsistencies were found. Balloon inflation test was performed using a laboratory syringe. Visual examination was performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.